Manufacturer narrative:
Health effect: f2203; imaging required. Health effect: f2201; biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Appears to be in the photos both devices are intact but without labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left capsular contracture baker grade iii. Later, "severe fibrosis with mild chronic granulating inflammation and evidence of foreign material and calcification in the pseudo capsule of the left breast" was reported per pathology report. The device has been explanted.

Event description:
Patient reported left capsular contracture baker grade iii. Later, "severe fibrosis with mild chronic granulating inflammation and evidence of foreign material and calcification in the pseudo capsule of the left breast" was reported per pathology report. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture : unable to observe since it is a medical event and is not related to the device. Inflation/irritation : unable to observe since it is a medical event and is not related to the device. Calcification : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left capsular contracture baker grade iii. Later, "severe fibrosis with mild chronic granulating inflammation and evidence of foreign material and calcification in the pseudo capsule of the left breast" was reported per pathology report. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device is related to the reported event of inflammation/irritation, calcification and capsular contracture received on july 05, 2023, with lot number 2287606. Based on the device analysis grid, the assessments of the complaint are: ¿ inflammation/irritation: unable to observe as it is a medical event not related to the device. ¿ calcification: calcification observed on the surface of the shell. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation observed. ¿ creases were observed. No further actions are required as the device was implanted.